Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver saline and the delivery was started. No specified programming parameters were provided. At 0930, the nurse reported the device alarmed for air in line. At that time, the nurse changed the air in line alarm setting to 250mcl, and delivery was resumed. At 1030, the device alarmed for air in line. The nurse reported that attempts were made to remove the air from the tubing, then the tubing was replaced, and the delivery was restarted. At an unspecified time, the device was reprogrammed to deliver an unspecified concentration of sodium bicarbonate and the delivery was started. No specific programming parameters were provided. At 1725, the nurse reported the device alarmed for air in line. The delivery was stopped and restarted. At 1730, the nurse reported the device alarmed for air in line. The nurse reported that attempts were made to remove the air from the tubing, then the tubing was replaced, and the delivery was restarted. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.